Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient had been feeling a little more fatigue lately. At a normal device follow up, lvp was noted but no recent rvp was identified. System evaluation noted this right ventricular (rv) lead was exhibiting no capture despite maximum device outputs and decreased sensing measurements. The lead was found to have dislodged and a revision procedure was performed. The lead was removed from service and replaced without further incident. No adverse patient effects were reported.